Event description:
The pt received less IV fluid than intended. The pt was to receive "half darrows" solution. No specific flow rate was provided. The clinician noted the "underdelivery monitored as 13ml." After "2 hours" the infusion was stopped. The device was removed from clinical service. Te device was discarded. Therapy was resumed using "a different product." There were no reported adverse pt effects. No medical interventions were required.